Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. A longevity calculation was performed and the device was found to be below normal estimations. No high current drain measurements were found during bench testing, automated electrical testing, and temperature cycling. The original battery was returned to the vendor for further analysis. An internal battery anomaly was found which caused the reported premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the battery voltage had reached eri prematurely. The device was explanted and replaced.